Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was scratch on the screen of the insulin pump and customer had issue with reading. Customer's blood glucose level was unknown. Customer also stated that there was minor scratches on insulin pump screen not making harder to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.